Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level of 502 mg/dl with no ketones. The bg level was lowered with a correction bolus using the pump. As the contact did not have the pump at the time tandem technical support was telephoned. Troubleshooting to determine a possible cause of the high bg level was unable to be performed. The contact thought that the basal rate setting needed to be adjusted by the healthcare provider.